Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a low anterior resection procedure, a staple stayed opened and crushed in the exterior staple line. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt. The device was discarded.